Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the device hadn't worked properly for months where it was set. It was stated that they were at their healthcare provider¿s earlier that day and the hcp said that, what the patient was programmed on, the leads weren't working at all. The hcp tried changing programming but ended up saying that the patient should see the manufacturer representative. It was noted that an appointment would be made with the manufacturer representative. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep discovered during an impedance check, the electrodes 0 and 1 were >4000 in the healthcare professional office. Given the poor impedance noted, the rep was able to program around the deficiency and the patient felt stimulation appropriately. The new program is working properly. The impedance issue is still there, but programming around the issue seems to have given proper symptom control. No further patient complications are anticipated or expected as a result of this event.